Manufacturer narrative:
Results: a sample was not returned for evaluation. Five retention samples were evaluated. A visual inspection revealed no defects. A simulated use test revealed no leakage through the membrane of any of the samples. A review of the device history record, quality notifications and manufacturing process revealed no irregularities during the manufacture of the reported lot # 1603008. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Device manufacture date: march, 2016. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while administering chemotherapy to a pediatric patient with a bd phaseal injector luer lock n35, a nurse noticed that blood had backed up and chemotherapy was leaking from the connection of the IV tubing to the phaseal system. The leakage resulted in chemotherapy exposure to the patient's and nurse's bare skin. Initially it was thought that it was user error, but the nurse felt that she was extremely diligent in making certain the connection was tight. Three separate incidents of leakage were reported while using this device but dates for the second and third incidents are unknown. There was no report of injury or medical intervention.